Manufacturer narrative:
Additional narrative: patient age/date of birth and weight are unknown. Due to intra-operative issues, device was not implanted/explanted. A product investigation was completed: only 3 screws with no plate were returned to customer quality (cq). The screws show minor wear consistent with implantation and subsequent extraction (during same surgery). This complaint is unconfirmed as only the screws were returned, not the plate. Therefore the complaint condition of the screws not locking to the plate could not be replicated at customer quality (cq) and unable to confirm the complaint condition. Unable to determine a definitive root cause. Most likely cause is improper or no locking procedure followed (i.e. No torque limiter used). It is not likely that the design of the devices contributed to this complaint. A visual inspection under 5x magnification, complaint history review, drawing review, and risk assessment review were performed for the returned screws as part of this investigation. No product design issues or discrepancies were observed. A review of the device history records for the 3 returned screws was unable to be performed since the lot numbers were unknown. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The current revision of the tabulated screw drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional code: hwc. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle open reduction internal fixation (orif) procedure one of the holes in a variable angle locking compression (va-lcp) distal fibula locking plate would not accept the locking screw. The surgeon tried to use three (3) different locking screws; unsuccessfully the screws would not lock into the plate and the threads of the screws became damaged. The surgeon decided to utilize other surrounding screw holes in the same plate. It was reported that there was a ten (10) minute surgical delay and there were no reported fragments. The procedure was completed successfully with no patient harm. This report is 1 of 3 for (B)(4).